Event description:
The customer reported to baxter an interlink extension set with control-a-flo regulator that was involved in a no flow. According to the report, "if the IV tubing gets kinked, it stops infusing, and there is no alarm like you would get with a pump." The condition was reported to have occurred during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.